Manufacturer narrative:
Concomitant product(s): product ID: 3889-28, lot# va10qte, implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: lead. (B)(4).

Event description:
The manufacturer representative reported that the patient had an infection at the implant site around (B)(6) 2015, requiring removal. The actions taken to resolve the infection was full explant on (B)(6) 2015. The patient was implanted with a new system on (B)(6) 2016. The issue had been resolved and the patient was alive with no injury. The implantable neurostimulator (ins) and lead would not be returned. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.